Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) in 2008. The lens was explanted in 2009, due to inadequate/zero vaulting. Subsequently, an anterior opacity was observed in late 2008. Another lens was not implanted.